Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a scheduled follow-up, noise on the atrial and right ventricular channels were observed. The system was implanted on the (B)(6) 2018. The noise was not reproducible. Due to the patient's age and the presence of spontaneous rhythm, the physician decided to increase the right ventricular sensitivity to 4.5 mv. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a scheduled follow-up, noise on the atrial and right ventricular channels were observed. The system was implanted on the (B)(6) 2018. The noise was not reproducible. Due to the patient's age and the presence of spontaneous rhythm, the physician decided to increase the right ventricular sensitivity to 4.5 mv. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.